Manufacturer narrative:
Evaluation summary: heavy host tissue and what appeared to be thrombosis overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 15mm on leaflet 2 at the inflow aspect. Thrombic like deposits were also observed at the outflow aspect of the leaflets near wireform. Host tissue/thrombus formed a thick ring around the central coaptation region and led to stenosis. Multiple pledgets were attached around the sewing ring. The x-ray demonstrated that the wireform was intact. Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, the root cause for the host tissue/thrombus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry that a 21mm pericardial aortic valve, implanted eight months, was explanted due to unknown reasons. The explanted device was replaced with another 21mm pericardial aortic valve. No additional details was provided.